Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01251.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via right common femoral vein due to prior pulmonary embolism (pe) and noncompliance. Patient is alleging migration (ivcf at level of l4-l5), tilt, vc perforation, fracture (remaining strut), organ perforation (aortic, psoas muscle, spine, iliac artery vein), embedment, pulmonary embolism (pe) and deep vein thrombosis (dvt). The patient further alleges ¿I also experience anxiety, mental anguish and stress about any related injuries¿ as well as worry. Per the ir ivc filter removal operative report dated (B)(6) 2019, ¿indwelling, cook celect ivc filter was located at the level of the iliac vein confluence in the lower ivc. All four longer struts were perforating the vena cava on prior CT. On CT, there was a fractured filter strut projecting into the right psoas muscle prior to beginning the procedure, confirmed fluoroscopically. Inferior vena cavogram performed prior to removal demonstrated no evidence of intraluminal thrombus or stenosis. Loop snare and forceps were utilized to grasp and remove the filter. Other than the known fractured strut, which remained in the psoas muscle, the filter was removed intact. The retained filter strut was located completely outside the vena cava lumen, therefore retrieval was not attempted. Inferior venacavogram performed after removal demonstrated no evidence of vena cava or iliac vein injury.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2018, ¿ivc filter noted in the ivc 8 cm inferior to the right renal vein. There is 20 degrees anterior tilt of the filter. The tip of the filter extends about 3 mm distal to the ivc wall and abuts the right lateral wall of distal abdominal aorta. Ivc filter struts extend into bilateral common iliac veins at the confluence. A 9 mm fractured strut fragment noted in the anterior portion ofpsoas muscle adjacent to the ivc. At least one strut appears to extend through the right common iliac vein with the tip in the adjacent fat no fluid collections noted adjacent to the ivc. Impression: malpositioned ivc filter as described above. Filter is in the proximal ivc at the iliac confluence with 20 degrees anterior tilt. A 9 mm filter strut fracture fragment is in the anterior aspect of right psoas muscle.¿

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2012. The patient alleges to have been injured without further explanation.